Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was beep anomaly. The customer¿s blood glucose level was 287 mg/dl. The customer was treated with bolus for high blood glucose. The customer stated that they took out battery and the insulin pump started beeping, it will beep and insert battery for approximate 10 minutes or until put in storage mode. The insulin pump will not be returned for analysis.